Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed with ¿temp limit¿ error message after power up. Unit did not overheat during functional testing but did fail with temp limit error. The complaint was confirmed and the root cause has been determined to be a defective electronic component on the main pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during the surgery the device was reading a high temperature. A backup device was available to complete the procedure with no delay or patient injuries.